Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reprogrammed the common compute controller (ccc) golden image. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation, which indicates that the device may have contributed to the customer reported issue. Blank MDR fields:

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure setup, a 40096 error occurred and all leds were yellow. The customer restarted the system multiple times with no change. The technical support engineer (tse) advised performing a hard power cycle, but the issue persisted. Tse noted an error 311 in the system events. The customer switched out the system to an xi system and continued with case setup prior to patient involvement.